Manufacturer narrative:
Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratch in middle of insulin pump screen making it harder to read. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.